Manufacturer narrative:
Service was not dispatched for this event and the cause of the event is currently unknown. Beckman coulter is in process of collecting raw data for analysis.

Manufacturer narrative:
Beckman coulter collected raw data from the customer for analysis. However, the raw data was not provided in a proper format for analysis and therefore, raw data analysis could not be performed. The cause of the event cannot be determined. (B)(4).

Event description:
A customer reported to beckman coulter that the coulter lh 750 hematology analyzer did not generate blast flag for one patient while the manual differential review indicated presence of blast. The results discordant to manual differential were obtained from two different lh750 analyzers on (B)(6) 2013 on three different samples from the patient. The erroneous results on sample #1 were reported out of the laboratory. The results were questioned by physician, and the customer performed manual differential testing per the physician's request. The patient results provided by the customer indicated that erroneous lymphocyte counts were obtained from lh750 when compared to manual differential results. The customer indicated that it is unknown if patient treatment was affected. There was no report of death or injury in connection to this event. This report documents the event on the patient's sample #1 on the first instrument - serial number (B)(4) on (B)(6) 2013. The related events for this patient's samples are documented in the below listed mdrs: 1061932-2013-00258 (sample #2 on the second instrument - serial number (B)(4) on (B)(6) 2013); 1061932-2013-00259 (sample #3 on the first instrument - serial number (B)(4) on (B)(6) 2013); 1061932-2013-00260 (sample #3 on the second instrument - serial number (B)(4) on (B)(6) 2013).